Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to it not functioning properly due to reduced fluid levels. There was no clear source of the fluid leak. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.